Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint ¿physical damage.¿ the instrument was found to have the main tube broken. A piece measuring approximately 0.055¿ x 0.110¿ was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the long bipolar grasper was pulled out and the metal band is no longer properly seated, making it impossible to remove the arm without removing the 8 mm reducer from the trocar. The procedure was completed with no reported injury.